Event description:
It was reported the patient received the following results within 15 minutes: 6:25: 14.7 mmol/l, 6:26: 7.8 mmol/l, 6:28: 12.2 mmol/l, 6:32: 5.6 mmol/l.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states